Manufacturer narrative:
[(B) (4)] lunderquist wire inadvertently perforated left ventricle, which was later repaired. Not an endologix device.

Event description:
During guidewire positioning, the physician suspected that the lunderquist may have been advanced into the l.v.; the wire was pulled back. Access and deployment of a 28-16-140bl bifurcated device was uneventful. Shortly after, the patient became hypotensive and tachycardic. Angiogram revealed good stent graft placement with no endoleaks or dissection. The anesthesiologist checked the patient's heart with ultrasound and found that the pericardium was filling with blood. A pericardiocentesis was performed to remove the blood, the patient was hemodynamically stable after. The patient was taken to the ICU for recovery, however, returned to the or later that evening to repair a hole in the l.v. The patient tolerated the procedure and is reported to be doing well.